Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 10 months post implant of this 23mm mitral bioprosthetic valve, it was explanted and replaced with a 23mm surgical valve for unknown reasons. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.